Event description:
Four ivac administration sets used over a 2 day period were noted to develop air bubbles in the line. IV sets in question were disconnected from the pts and none of the pts suffered ill effects. Ivac sets with corresponding lot numbers were removed from pt care areas and the ivac rep was notified.

Event description:
Four ivac administration sets used over a 2 day period were noted to develop air bubbles in the line. IV sets in question were disconnected from the pts and none of the pts suffered ill effects. Ivac sets with corresponding lot numbers were removed from pt care areas and the ivac rep was notified.

Event description:
Four ivac administration sets used over a 2 day period were noted to develop air bubbles in the line. IV sets in question were disconnected from the pts and none of the pts suffered ill effects. Ivac sets with corresponding lot numbers were removed from pt care areas and the ivac rep was notified.

Event description:
Four ivac administration sets used over a 2 day period were noted to develop air bubbles in the line. IV sets in question were disconnected from the pts and none of the pts suffered ill effects. Ivac sets with corresponding lot numbers were removed from pt care areas and the ivac rep was notified.